Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient was experiencing pain at the site of their implantable pulse generator (ipg). Patient underwent surgery on (B)(6) 2020 wherein their ipg was replaced, resolving the issue. Patient is stable.